Event description:
It was observed that the alaris pump did not alarm "air" until the air bubble was about eight inches from the hub of the peripheral IV site. We took the pump out of circulation and tested it ourselves with a 50ml bag of ns and ran the pump. It indicated "air" about 3-4 inches past the pump. It was sent to biomed.